Event description:
It was reported that the system intermittently would not make an exposure. There is no report of injury or death associated with the event descried in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.